Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing), ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) and heparin injection (0.5ml, intraperitoneal, three times a day ongoing) for peritonitis. It was not reported if the patient was hospitalized for the events. On an unknown date, the patient recovered from the events. Pd therapy was ongoing. No additional information is available.